Event description:
During a check-out procedure at the manufacturer's service center a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's oxygen blending module board was replaced to address the issue.